Manufacturer narrative:
The power module was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that there was a loss of the green light on the system controller accompanied by a constant tone. Pt's spouse found pt unconscious with power module cable disconnected. Pt's spouse reconnected cable and estimates pump was off for 3-4 minutes. Ems was called and pt was transported to hosp. Epinephrine was given to the pt and he was intubated due to shallow breathing. Pt had short term memory issues prior to event. Pt was extubated at the hosp and mentation returned to baseline. The pt is ongoing on lvad support.